Event description:
It was reported through the european heart journal ¿ case reports identifying a right ventricular lead that may be related to endocarditis, vegetation, loss of capture, undersensing, high impedance, and fracture. The patient was initially admitted to a hospital for unrelated medical issues. Following the admission, blood samples demonstrated cholestasis and blood cultures isolated penicillin-sensitive streptococcus sanguinis. Chest computed tomography showed multiple pulmonary embolisms and transesophageal echocardiography revealed a vegetative mass located on the intracardiac portion of the ventricular lead. During the hospitalization, the patient developed signs of biliary sepsis. Endoscopic retrograde cholangiopancreatography revealed common bile duct lithiasis and hilar bile duct stenosis. Intravenous antibiotics and endoscopical stones extraction improved their condition. Following a fluorodeoxyglucose positron emission tomography scan, a localized sigmoid cancer was identified. A sigmoidectomy was performed the following month. Lead explant was scheduled after rehabilitation and antibiotic therapy was prescribed until the procedure and the patient was discharged. The patient was then readmitted for recurrent cholangitis despite repetitive antibiotic therapies and endoscopic biliary drainages. Cholangiocarcinoma was suspected. Five months after the endocarditis diagnosis, rest electrocardiogram demonstrated sinus rhythm with normal av delay, ventricular pacing spike with loss of ventricular capture and ventricular undersensing. Chest x-ray revealed a complete intracardiac ventricular lead fracture, which was absent 40 days prior. Upon interrogation of the pacemaker, ventricular undersensing, loss of capture, and high impedance were observed. Due to the extension of the infectious diseases and comorbidities of the patient, complete system removal was not a reasonable option. The patient became critically ill after their third hospital stay for cholangitis. The patient was then later transferred to palliative care unit where they passed away due to biliary sepsis. Specific patient information is documented as unknown. Details are listed in the article titled ¿pacemaker lead rupture in a patient with subacute endocarditis: a case report. European heart journal - case reports (2022) 6(2), 1¿6. Https://doi.org/10.1093/ehjcr/ytac054.¿ additional information was requested, but is not yet available.

Manufacturer narrative:
Additional information was requested but is not available.